Manufacturer narrative:
An event regarding fracture involving a mrh baseplate was reported. The event was confirmed through medical review. Method & results: device evaluation and results: not performed as the product was not returned for evaluation. Medical records received and evaluation: the medical review indicated: proximal baseplate implantation without adequate local bone support in combination with distal fixation of the stem extender has contributed to a progressive overload condition through loss of bone support with ultimately a fatigue fracture exactly at the transition between loaded and unloaded sections of the device requiring revision. Device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the medical review indicated proximal baseplate implantation without adequate local bone support in combination with distal fixation of the stem extender has contributed to a progressive overload condition through loss of bone support with ultimately a fatigue fracture exactly at the transition between loaded and unloaded sections of the device requiring revision. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Break of the tibial component of the left femoral distal gmrs prosthesis.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Break of the tibial component of the left femoral distal gmrs prosthesis.